Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing a contralateral approach. After a guide wire crossed the lesion, pre-dilatation was performed by a 2x220mm coyote balloon catheter. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for further dilatation. However during inflation within the specified pressure, the balloon ruptured. After 2 eluvia stents were placed, post dilatation was done by a 6x150mm sterling balloon catheter and completed the procedure. No patient complications were reported.